Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly (0104-00-0031). The unit passed all factory-specified performance and safety index tests. The iabp was delivered to the customer and was ready for clinical use.

Event description:
It was reported that during the startup test, the cardiosave intra-aortic balloon pump (iabp) had a loop leakage error occur. Thre was no patient involved.